Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified in review of the error logs. The collimator assembly was placed on order. No further problems are anticipated after replacement of the collimator. A follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the system 9800 had intermittent lock ups and displayed an "iris pot error". There was no adverse patient involvement reported. There was no patient information reported.